Manufacturer narrative:
(B)(4).

Event description:
The pt bent over at the waist and noticed a popping sensation with some pain to the pump pocket area. The pump was interrogated on (B)(6) 2010. The pump programming was accurate. The pump was in flex infusion mode. There were no pump alarms. The pump delivered morphine. Additional info has been requested from the hcp, but was not available as of the date of this report.